Event description:
There was an allegation of questionable elecsys anti-tshr results from the cobas 6000 e601 module. While performing a retrospective analysis of anti-tshr results generated in this laboratory in 2025, the customer found a high percentage (>50%) had reactive/high values >1.75 u/ml. The customer alleged this is implausible as the patient population is an "obviously healthy, routine patient collective". The provided initial result examples ranged from 1.75 u/ml to >400 u/ml. Repeat testing or comparison data for the samples was requested but has not yet been provided.

Manufacturer narrative:
The cobas 6000 e601 module serial number was (B)(6). The investigation is ongoing.